Manufacturer narrative:
Based on the information provided to the siemens technical service engineer (tse) by the customer, it is unknown what caused the discordant epo result.the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant high immulite 2000 epo result was generated on one (1) patient. Sample. The laboratory repeated the sample several times (neat and diluted x10). The result was reported to the physician as "interference". No value was sent. There was no known report of treatment given or withheld based on the discordant epo result.